Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with more than 95 units of insulin. Reportedly, the customer was hospitalized due to experiencing a high blood glucose (bg) level; cause of bg was not reported. Troubleshooting was declined by the customer to determine a possible cause. Although requested, no additional information regarding hospitalization was provided by the customer.